Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the device's ac power indicator was observed. The device's power supply was replaced to address the issue.